Event description:
The customer observed false reactive alinity toxoplasmosis igg result on one patient. The toxo-igg results provided were: on (B)(6) 2022 (B)(6) =7.4 iu/ml (> or =3.0 iu/ml=reactive) /repeated on another alinity ai01840=<0.2 iu/ml (< 1.6 iu/ml=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, patient identifier (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Abbott field service representative (fsr) investigated the issue on site. The fsr resolved the issue by replacing the process path disk (a-30101272-04) and pump, bulk solution transfer (a-30111949-01). A review of the alinity I analyzer, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the alinity I service documentation contains instruction for the removal, replacement, and verification of the process path disk (a-30101272-04) and the pump, bulk solution transfer (a-30111949-01). A review of historical data for the alinity I processing module did not identify any trends with regards to the current issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I analyzer, serial number (B)(6) or the process path disk (a-30101272-04) and pump, bulk solution transfer (a-30111949-01).